Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose levels (65 mg/dl). Customer stated their blood glucose levels typically runs low due to long or hard days at work, and is not due to the pump or supplies. Customer stated they will eat food to stabilize blood glucose levels.